Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. A xtw (lot: 30920r3105) was chosen for implantation utilizing steerable guide catheter (sgc) (lot: 40213r1032). When introducing the mitraclip, a thrombus was observed in the right atrium on the sgc. Heparin had been administered at a high dose. Aspiration was performed and additional heparin was provided which resolved the thrombus. The procedure was discontinued. Mr remained unchanged. There was clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported thrombus could not be conclusively determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.